Event description:
Caller reported a malfunction on pump, indicating use of malfunction code malf 0, no notable events occurring prior. Technical support provided pump reset information and assisted caller with resetting pump, successfully resolving issue without recurrence of error. Customer's blood glucose level did not exceed 500 mg/dl, and caller was instructed to continue using pump, with a reminder to report any future malfunction codes.